Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported air embolism resulting in myocardial infarction, arrhythmia associated with the change in st elevation, encephalopathy (altered mental status) and subsequent cerebrovascular accident cannot be determined. Embolism (air), cerebrovascular accident, myocardial infarction and arrhythmias are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention, delay to treatment/therapy and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report an air embolism, stroke, myocardial infarction, arrhythmia, and altered mental status. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3 with a prolapsed posterior leaflet. The clip was implanted successfully and the mr was reduced to grade 1. Shortly after deployment, the st elevation was noted to decrease and air particles were found in the left atrium. Due to the air, the patient experienced a myocardial infarction. The clip delivery system was removed and a temporary pacer was inserted. The steerable guide catheter was then aspirated and removed. The procedure was then concluded. This issue caused a clinically significant delay. An angiography was performed post procedure and a cerebral infarction was confirmed due to the patients altered mental status. No additional information was provided.